Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there is a proximal type 1 endoleak present and this was attributed to disease progression and loss of seal zone. A 30 mm diameter talent cuff was implanted and successfully sealed the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (endoleak), conclusions: (disease progression and loss of seal zone). Patient code: other (secondary intervention).